Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt reported hisfreedom60 pump (serial number and expiration date not provided) is broken. Pt stated that when he spins the wind-up knob the black tab does not move at all. Nothing pt tries to do will resolve the black tab from not moving. Pt shook the pump and rph could hear an auditory rattling coming from inside the pump. Pt was advised that it seems the internal spring has broken, and the pump will need to be replaced. Pt unable to do infusion via slow manual sc push due to not starting the infusion yet and total dose/time required. Pt will miss today's dose. No adverse event(s) reported due to product issue. Pharmacy to replace device. Freedom60 pump as single use items and not required to return to pharmacy. Pt did not specify when issue was discovered. No further info. Reported to (B)(6) by pt/caregiver.